Event description:
It was reported the epg (external pulse generator) fails start-up. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) analysis could not confirm the reported event. Lcd (liquid crystal display) is out of electrical specification (segments missing). Upper case is broken/contaminated and lower case is contaminated. Ring cover is contaminated and two side bail covers are contaminated/broken. Battery release and keyboard pad are contaminated. The ring is bent. Battery drawer is broken.